Manufacturer narrative:
Based on supplier investigation, the device history record could not be reviewed as a lot number was not provided. No sample was provided for evaluation, only a photo with lint on a glove. The supplier checked on the retained sample. The average linting data was 0.12g/5 pieces and within limits (=0.38g/10 pieces). The operating room towel is made of cotton, so lint is born and inevitable. The intended use of or towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined and no further action taken. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident if a sample is returned at a later date, an investigation will be done and a follow up report will be filed.

Event description:
The customer reported that the blue or towels pwtb04-stm in the catheterization pack san21adarb left a linty residue on the scrub tech¿s gloves and on a wire. The procedure was a cardiac catheterization with percutaneous coronary intervention. No patient demographics were provided, no delay in procedure and no injury occurred.